Event description:
An optometrist reported that a patient presented with eyes stinging, feeling dry, and difficulty seeing the computer with both eyes approximately two months post lasik. The patient was noted to have 1+ inferior superficial punctate keratitis (spk) in both eyes. Punctal plugs were placed in both eyes. The patient was seen in follow up and it was noted that the patients symptoms have resolved and the patient is using preservative free topical eye drops in both eyes as needed. Additional information received states that the patient was seen in follow up and noted difficulty with computer work and is having to move in closer to see well. The patient was noted to be overcorrected and will need a photo refractive keratectomy (prk) enhancement due to overcorrection in the left eye. The patient will be seen at a later date to discuss enhancement options. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
Additional information provided. A review of the technical service on-site showed no abnormalities that could have contributed to this event: laser was successfully verified prior and after the day of the event. Logfile review shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications at this day. Technical root cause could not be determined as the system is performing within specifications and as intended. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information provided states the patient underwent a flap lift enhancement in the left eye. The patient was seen in follow up and is doing well and happy with current vision.

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).